Event description:
It was alleged that two medibags were leaking during medication fill at the pharmacy. The medibags were not used on pts.

Manufacturer narrative:
As of date the two units have not been returned to summit medical. Customer was contacted and stated that the units were in the mail on (B)(6) 2012.